Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02503. It was reported the pt felt heating at the ipg pocket site during charging. The pt reported the issue was alleviated by charging for shorter periods of time. The sjm rep advised the pt of charging precautions.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.